Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Manufacturing location: (B)(4). Manufacturing date: 29september2008. Part: 03.614.018, lot: 5810221 (non-sterile): no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a thoracic fusion at the t2 to t7 levels and during the final tightening of a screw cap, the tip of a cross pinned stardrive screwdriver sheared off. This event generated a fragment that was easily retrieved. Another instrument was immediately available. There was no surgical delay. The procedure was completed successfully. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the returned instrument was examined and the complaint condition was able to be confirmed as the driver tip is broken off at the cross-pin. A root cause related to misuse/abuse was determined as the driver is not intended to be utilized for locking screw insertion. The cross pinned stardrive screwdriver shaft is one of three drivers, which can be utilized for the insertion of synapse polyaxial screws. The driver shaft is assembled with a holding sleeve and a handle with quick coupling to form an insertion assembly. The system technique guide does not list the cross pinned stardrive screwdriver shaft for locking cap insertion, instead noting part 03.614.019 and a 2nm torque limiting handle. The relevant drawings for the returned instrument were reviewed: top-level and shaft. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot numbers and in each instance no material record reports, non-conformance reports, or complaint-related issues were identified with the lots numbers which may have contributed to the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.